Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the ins not working anymore and not functional was due to it being disconnected during another procedure. Patient was actually just using medications to control problems. Their drugs myrbetriq and trospium chloride are controlling the problem. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported that patient stated the ins was not working. Healthcare professional (hcp) stated that the patient said that the ins was still in there but that patient was not using it anymore and it was not functional. No symptoms were reported. No further complications were reported.